Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's' reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order but codings are not related to the codes reported in this complaint. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 model intraocular lens(iol) was inserted into the patient''s right eye by the surgeon and it immediately fell to the back of the eye. Surgeon opted to insert silicone lens in the sulcus. 10.l0 nylon x 1 radial sutures were performed. There was no delay in procedure. Patient has an appointment for retinal consult, but no additional information has been received. No further information provided.

Manufacturer narrative:
During review of the reported event on (B)(6)2020, it was observed that in the initial MDR section b1 should have indicated both adverse event and product problem. As a result, the following correction has been made: section b1: adverse event and/or product problem all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.